Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. It was reported that there was no power to the pump despite the reporter trying different batteries from different packs. There was no alleged corrosion in the pump and there was no alleged physical damage to the battery compartment or to the battery cap. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-jun-2019 with the following findings: during investigation, there were reboots observed in the black box on the date of the reported "no power" issue. There was no damage found to the battery cap. The battery cap was able to attach securely to the pump with no power issues occurring. The pump powered on normally with no alarms. The pump was opened and there was no damage found to the power circuit. The allegation of a no power issue was not duplicated or confirmed during investigation. There was no defect found. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.